Event description:
Employee completed a blood draw on pt and removed the needle from the vacutainer. The plastic cover over the back needle was already nipped and a needlestick injury resulted. A lot number could not be found on the package.